Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture as a lead integrity alert triggered due to oversensing/noise indicated to be non-sustained episodes and short v-v intervals. Reprogramming was performed to change the sensing vector. The lead remains in use. No patient complications have been reported as a result of this event.